Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately, 1 year and 3 months post initial procedure a type iiia endoleak was identified during a routine follow-up. The afx2 bifurcated stent graft was reported to be slightly bent inward at the thoracic aorta; therefore, an excluder cuff (non-endologix) was implanted first. Then two additional afx vela suprarenal¿s were placed. Re-intervention was successful.

Manufacturer narrative:
The reported adverse event / incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event / incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number / lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event / incident was completed. An examination of medical records and / or medical imaging received by endologix confirmed the type 3a endoleak of the aortic components and buckling of the bifurcated stent graft events. This is consistent with the reported adverse event / incident. The clinical evaluation also identified type 3b endoleaks of the proximal extension and bifurcated stent graft. The type 3b endoleaks were discovered during an examination of the post index computed tomography (CT) scan dated on (B)(6) 2020. The most likely causation for the type 3b endoleak of the bifurcated stent graft is indeterminate. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical records available for review. The pre implant anatomy demonstrated a narrowing of the aorta 39mm below the renal arteries to 21mm, creating an extreme tapered neck. Placing a 34mm proximal extension in the 21mm diameter may have contributed to the type 3b endoleak of the proximal extension. It was not possible to determine causation for the type 3a endoleak due to a lack of imaging immediately post index procedure to determine overlap. The still photo provided was not a full analysis of pre index anatomy determinants (e.g. Angulation). During the investigation, endologix found reasonable evidence to suggest the device was used off-label due to neck diameter at 33mm (should be between 18-32mm). The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b5: describe event or problem has been updated. D4: expiration date has been updated. G3: report source - remove health professional and company representative. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately, 1 year and 3 months post initial procedure a type iiia endoleak was identified during a routine follow-up. The afx2 bifurcated stent graft was reported to be slightly bent inward at the thoracic aorta; therefore, an excluder cuff (non-endologix) was implanted first. Then two additional afx vela suprarenal¿s were placed. Re-intervention was successful. Additional information: clinical assessment identified off-label neck anatomy, and type 3b endoleaks of the proximal extension and bifurcated stent graft.